Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient was charging the ipg daily. To address the issue, surgical intervention was undertaken wherein patient¿s ipg was explanted and replaced. Effective therapy was restored after surgery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient is not getting therapeutic benefit and ipg would no longer hold a charge. Surgical intervention may be pending to address the issue.